Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for follow up in clinic, a large amount of auto mode switch (ams) episodes were noted which were not true ams. High ventricular rate was also noted which appeared to be non-sustained ventricular tachycardia (nsvt). The nsvt also exhibited same ams pattern in the beginning. The patient was asymptomatic. Programming changes were discussed. The patient was stable.